Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled in during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.